Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that review of a transmission revealed that the implantable cardiac monitor exhibited undersensing episode, the patient was asymptomatic during the episode. No intervention or additional information was reported.